Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device returned to third party service center. The patient is alleging kidney damage. At this time, no medical intervention has been reported. Additionally, no foam particle is observed during the evaluation and the device scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.